Event description:
Devices were reported to have leaked a black oily globular substance into a patient resulting in a surgical delay. Hospital contact indicated devices had been serviced by a third party service company. No patient injury occurred.